Event description:
It was reported a volume discrepancy occurred. At the first refill after implant the actual volume was 38cc when expected volume was 4cc. It was reported that patient "had not had any benefit since the implant." Rotor study confirmed pump was working. It was noted that a dye study was not completed, were not able to aspirate from catheter. A catheter revision was planned. The device system was used to infuse baclofen. A follow up report will be submitted if further information becomes available.

Manufacturer narrative:
Catheter model 8731sc, serial# (B)(4), implanted: 2012 (B)(6). (B)(4).